Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, when inserting the introducer, blood leaked from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The replacement device was inserted from the same access site, and there was no air movement into the patient.